Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21nov2018. (B)(4). A final report will be submitted upon completion of the investigation.

Event description:
The customer reported v60 cable fail to response. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of this report: 18dec2018. Date received by manufacturer: 17dec2018. The customer stated that the device was working correctly with no performance issues and no part needed to be replaced. The unit successfully passed the required performance verification test. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.